Manufacturer narrative:
The device was received for evaluation. The report of incorrect measurements could not be confirmed because no measurements could be obtained. From visual inspection, it was observed that the housing was split at the seam weld, the cleat was missing and liquid traces were seen in the interior of the device. The pressure cable was connected to a known good unit hem1 monitor and the error message fault: cable port 1 - pressure sensor was displayed. Although the report could not be confirmed, it could be determined that the issues of physical damage and fluid ingress identified during the evaluation are caused by handling of the device by the end user.

Event description:
As reported, this hemosphere pressure cable provided different measurements than expected according to the physiological state of the patient. Issue was solved replacing the device with a new unit. No more available information. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
The product was returned for analysis; however, it has not yet been evaluated yet. Upon the evaluation of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.